Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2015 with the following findings: the complaint could not be duplicated or confirmed. There were no lines observed through the display screen. Unrelated to the initial complaint, the display screen was dim and discolored, and the battery compartment was cracked. Also unrelated, the audio bolus button cover was missing. The keypad cover was torn. The keypad buttons were intermittently responsive, and contamination was found under all the keypad button contacts. In addition, the pump had no vibratory features. The pump was opened and the vibratory motor pins were observed to not be making a connection with the printed circuit board. The pins were adjusted and the vibratory features functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).